Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused. In the pediatric intensive care unit (picu) the patient started on a new bag of precedex at 08:15. The 100ml bag was set to run at 20.5ml/hour. The rate was ¿confirmed and dual signed¿. At 10:15 the bag was observed ¿dry¿ which indicated to the nurse the pump had run the infusion faster than the set rate. The nurse set up a new IV set, precedex bag and pump. It was further reported the patient experienced ¿mild/temporary harm¿; however, this was not further specified. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.